Manufacturer narrative:
Philips has investigated this complaint. According the to the additional information collected, the emergency treatment procedure was being performed when the issue occurred and was completed by moving the patient to another room. Customer reported to philips that the system gave x-ray tube cathode error. The review of system log files showed malfunction of cooling unit. Upon troubleshooting, the philips field service engineer (fse) found an oil leak in the hoses of the cooling unit, which caused the coolant level to drop below the minimum level. To resolve the issue, the customer filled the oil in the cooling unit to the required level, then the system functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-ray tube cathode error, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.